Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had tower door failure. A field service engineer found that tower door 7 had failed, and the customer had to use the emergency release latch to recover the door. It was determined that old-style latches were installed. The fse replaced them with new-style latches, which resolved the issue. The door was tested in the application and functioned properly. The system functioned as intended field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door failed. The customer rebooted the device and attempted to recover the drawer; however, the issue still persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.